Manufacturer narrative:
Concomitant device: logic tibial ps insert size 5, 9mm (cn: 02-012-35-5009, sn: (B)(4)). Logic tibial fit tray size 5f / 5t (cn: 02-012-45-5050, sn: (B)(4)).

Event description:
Approximately 4.5 years postop the initial implant, this (B)(6) y/o male, patient was revised due to pain and swelling in the left knee. The femur had little to no cement bonding. Tibial insert had a lot of oxidation. Removed all components. Patient was last known to be in stable condition following the event. Devices to be returning.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, g2, g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain. The instability due to the loose femoral component likely contributed to the damage to the polyethylene. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation. The most probable root cause associated with the reported event of " loosening - femoral" is associated with lack or loss of adherence between materials intended to be joined together by an adhesive. Section d7: is this a single-use device that was reprocessed and reused on a patient? Section d9: device available for evaluation.